Event description:
It was reported that the customer went swimming with the pump on. Shortly after the customer got out of the pool, the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide indicates the pump is watertight to a depth of 3 feet for up to 30 minutes. If there are signs of fluid entry, the pump needs to be disconnected from the user. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.